Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed noise artifacts and was unable to get readings via pads. The pads were discarded after the event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department. The reported malfunction was observed and attributed to the multi-function connector not seated properly to the connector panel. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.